Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer completed an internal visual inspection. The manufacturer found no evidence of sound abatement foam degradation or breakdown. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown.